Manufacturer narrative:
First the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After its receipt, the pacemaker underwent an electrical incoming inspection. During the initial interrogation, there was a warning message at the programmer that indicated damaged memory content. This could be confirmed by the memory analysis. In general, the device is capable to detect damaged memory content. During a subsequent interrogation, a respective warning message is displayed to the user. The pacemakers capability to provide therapy was tested. Both the anti-bradycardic output signal and the signal sensing of the device were normal. The pacemaker showed specification conforming behavior in regard to its therapy function. The damaged memory was corrected in the further course of the analysis. After the manual correction with the help of a technical programmer, the implant functioned as expected. In summary, the analysis of the pacemaker identified damaged memory content. The cause of the damaged memory content could, however, not be determined. In conclusion, it cannot be ruled out that external influences, such as strong electromagnetic fields, have contributed to the clinical observation. The pacemakers capability to provide therapy was not compromised at any time. There was no material defect or manufacturing error.

Event description:
Ous MDR - after an implantation period of approximately 53 months, it was reported that the pacemaker could no longer be interrogated. The pacemaker was explanted. There was no deterioration in the health of the patient reported.